Event description:
A caller reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced tremors, sweating, and a loss of consciousness and was unable to self-treat. The customer was administered a glucose injection by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "early october". All pertinent information available to abbott diabetes care has been submitted.